Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced drainage at the driveline exit site on (B)(6) 2024. Cultures were taken and were negative at the time. The patient was seen in clinic on (B)(6) 2024, and cultures were still negative. Cultures were taken again on (B)(6) 2024 and were positive for mycobacteroides abscessus. The patient experienced brownish drainage and pain at the driveline exit site. The patient was treated with intravenous antibiotics. On (B)(6) 2025, the patient underwent a pump exchange due to the deep driveline infection and was recovering from the surgery.